Event description:
Paramedics responded to a person with a history of congestive heart failure in cardiac arrest. The device was connected to the pt, first with 4-lead ECG electrodes then with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed paddles lead off when leads were switched to paddles. The device was swapped out with a backup with reportedly unsuccesful results then the defib electrodes swapped out. The device subsequently operated properly and no adverse affects to the pt were reported as a result of the alleged malfunction.